Manufacturer narrative:
Device evaluated by MFR: it is indicated that the device will not be returned for evaluation. A review of the batch history, historical trending, and similar complaint trending review for the product family will be conducted. If there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).

Event description:
It was reported that stent shortening occurred. During a percutaneous coronary intervention, 3.0x24mm synergy drug-eluting stent was implanted in an unspecified lesion. Post dilation was performed. The physician noted a lot of recoil of the synergy stent. A non bsc stent was implanted in the same location with a good result. No patient complications were reported.